Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the perfusionist that the pt required a post-operation surgical revision of the outflow graft due to a suspected kink of the graft. During this re-operation, the graft was shortened in an attempt to help minimize the possibility of kinking. It was also reported that the pt had an abdominal hematoma near the right pump pocket.

Manufacturer narrative:
The patient remains on ivad support. No further information is available at this time.